Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited low p waves no matter where in the atrium it was placed. The ra lead was removed and replaced. It was further reported that the replacement ra lead also showed low p waves. The replacement ra lead remains in use. No patient complications have been reported as a result of this event.